Event description:
The patient reported she was no longer receiving effective stimulation due to auto-reduction which began after lifting her neighbor. Troubleshooting was attempted by the patient to no avail. Follow-up identified diagnostics revealed invalid impedance values for the scs lead (cervical). However, an sjm representative was able to restore effective stimulation with reprogramming. Additional follow-up identified the ineffective stimulation issue recurred and the patient also began receiving unintended leg stimulation. An sjm representative was unable to resolve the issue with reprogramming and x-rays confirmed the lead has migrated. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.